Event description:
The user facility reported a 80-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that after an hour of impella cp support for 80-year-old female patient, the pump stopped. Several attempts were made to restart but were unsuccessful. Therefore, the pump was exchanged. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation for the reported pump stop has been completed. Data logs show that the pump ran for about 33 minutes before having a high motor current pump stop alarm 13. There is a gradual motor current increase prior to the pump stop indicating a gradually increasing resistance on the rotor assembly. Upon trying to restart the pump, there are high purge pressure and purge system blocked alarms. The pump was unable to be run in the lab. High purge pressure (hpp) was produced in the lab. The purge line was clear of blood ingress. Upon teardown of the pump, buildup was confirmed within the motor. The root cause of the pump stop issue was determined to be a build up of biomaterial in the motor. Added- d9 device return date d4-updated model number.